Event description:
It was reported that the pt underwent a thoracic procedure using rhbmp-2/acs. During the procedure, a surgical resident reportedly pushed an instrument through the acs into the pt's pleura. An unk time post-op, the pt developed an effusion in the lungs, and required a revision surgery to drain the pleural cavity. The physician reports that the rhbmp-2 most likely got into the pleural cavity, but doesn't believe that the event was related to the product.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.